Manufacturer narrative:
Mizutani, l. H., karashima, s., yoshimura, k., takemori, d., yasuda, j. J. M. (2025). Early experience of transurethral water vapor treatment (wave) in our hospital. 77th meeting of the urological association of west japan, 015-4. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 77th meeting of the urological association of west japan, the treatment outcomes of rezum water vapor thermal therapy to treat benign prostatic hyperplasia, since the introduction of the procedure in 2023 at one hospital in japan. A total of 5 patients with an urinary catheter placed due to urinary retention were treated with rezum. There were (B)(4) patients who were under anticoagulants and oral antiplatelet drugs prior to procedure. Following rezum procedures, all patients were able to have the urinary catheter removed. However, for 2 patients, it took more than 501 days until removal, and postoperative residual urine of 10ml or more was observed.